Manufacturer narrative:
Corrected information was provided in d1. Upon review, the brand name has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A.4 and a.5 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. It was reported that during the setup of the device, when the impella was connected to the automated impella controller (aic), the aic had alarms for high motor current and impella stop prior to the impella being started. It was then reported that there were alarms for purge flow high and impella stopped, retrograde flow. The aic was exchanged as a result of the alarms reported. Additionally, it was reported that the patient was unstable and required defibrillation during the attempted implant of the device. It was reported that the physician felt that the patient¿s vessels were too vulnerable to implant the impella cp, and the insertion was aborted. The outcome of the patient is unknown. This complaint involves two impella devices: impella cp with serial number (B)(6) automated impella controller, with serial number (B)(6) this report specifically addresses the impella cp with serial number (B)(6). A separate report will be submitted for the other device associated with this complaint.

Manufacturer narrative:
Complaint product experience coding was updated to better describe the reported event. Therefore, h6 medical device problem coding was revised accordingly. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, data logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Pertaining to the alarm, right after connecting the pump to the automated impella controller (aic) the alarm "motor current high, impella stops¿ occurred, even if it was not started before and the device was not inserted in the patient. Then the alarm "purge fluid increased,¿ and "impella stopped. Retrograde flow¿ occurred. It was noted the staff did not properly complete the de-air procedure process. The aic was exchanged for a new one which did not succeed due to delivery issues. Regarding the pump did not start, data log review showed motor current spike to 1501 on impella start which triggered an impella stopped (rpm deviation) alarm. The pump never started after that. Throughout the 12 minutes the impella was plugged into console, contrast is high at 37.5%, lamp low at 74, all 5s parameters nominal. No purge issues were noted. The cause of the pump not starting was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. The cause of the unable to deliver or advance issue was patient condition related due to the noted vulnerability of the vessels that prevented further implant attempts. Regarding the cardiac failure, the cause was not determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.